Event description:
The implant malfunctioned due to device de-/discoloration. The malfunction did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Additional information has been received that the implant failed due to an osseointegration failure. This results in the original decision, malfunction, being changed to a serious injury.

Event description:
The implant malfunctioned due to device de-/discoloration. The malfunction did not cause or contribute to a death or serious injury. Additional information has been received that the implant failed due to an osseointegration failure. This results in the original decision, malfunction, being changed to a serious injury.